Manufacturer narrative:
The investigation for access site bleeding and vascular damage has been completed. The impella device was not returned for evaluation. The product was not returned for investigation. Data logs were investigated. However, impella rp device data logs do not include positioning alarms so the reported migration of the device could not be determined from this. Additionally, since data logs only go up to 12:06, the day of the complaint and the patient update was at 3:00 pm, it's possible data logs at the reported time of the event are not available. There were no other abnormalities noted in the logs. The root cause of the access site bleed could not be determined based on the lack of clinical detail. On the last day of impella support, a right flank hematoma was noted, indicating a retroperitoneal bleed. At this time, the impella cp had been explanted and replaced with a 5.5 the day before. Also on the day before, impella rp migration potentially played a role in an access site bleed, and it is unclear if the impella rp was still in the patient at the time the hematoma was noticed. There are no further details provided regarding the complication. The product was not returned for investigation and data logs were not relevant to the failure mode. Based on the lack of clinical detail, the root cause of the vascular damage could not be determined.

Event description:
The complainant reported that during repositioning of an implanted impella rp device, the pump migrated out of the venotomy resulting in blood loss to the patient. A massive transfusion protocol was initiated, epinephrine was administered, manual pressure was held, and sutures were applied with femostop to achieve hemostasis. The following day, a right flank hematoma developed suggesting a retroperitoneal bleed. Due to the poor condition of the patient, the decision was made to explant the pump and end care. During withdrawal, the patient appeared to be asystole and a time of death was called.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿